Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that they experienced an alert 38 (motor stall) with their ilet device. The user restarted the device several times but was unable to complete a dry run due to repeated alerts. A replacement device was issued. No blood glucose impact was reported.